Event description:
The patient's diabetes educator contacted animas on (B)(6) 2012 and stated that the patient was on vacation and was allegedly having a problem with the pump. The patient had to switch to the vacation loaner that was provided. The reporter stated that she was not able to describe the problem the pump was having. Customer technical support attempted to call the patient's guardian to obtain further information regarding the problem with the pump, but was unable to make contact. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged pump malfunction which remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history revealed multiple call service 078-0008 alarms observed in the black box and pump alarm history on the date of reported issue. The rewind, prime and load steps were performed successfully with no alarms noted. The pump was exercised for 24 hours with no alarms occurring. The pump was opened and moisture damage was found on the printed circuit board. The reported issue was not duplicated during investigation.